Manufacturer narrative:
Product ID, 8711 lot# j11460r27, implanted: 2003 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4). Analysis of the pump found a pump motor feedthru anomaly of shorting across the insulator.

Event description:
Additional information reported the doctor only wanted to increase the dose in a controlled environment and there was nothing wrong with the device or patient. It was noted the patient had their rate slowly increased over a week to get them back to a comfortable rate and was doing well with no issues.

Event description:
It was reported that the patient presented to the emergency room due to hearing a critical alarm. Upon interrogation, a "motor stall occurred" message was received. Event logs were obtained and multiple motor stalls followed by motor stall recoveries were recorded (B)(6) 2013. The average time of the stall was 20 minutes. There were no medical procedures or anything new in the patient's environment, and electromagnetic interference (emi) sources were ruled out. The patient was later noted to have symptoms of tachycardia. The pump was explanted and replaced. The explanted pump was being used to deliver baclofen. Gablofen 2000 mcg/ml was placed into the reservoir of the new pump. The patient was admitted into the hospital. The status of the patient was unknown.

Event description:
Additional information later reported the cause of the motor stall was unknown. The motor stall did recover and it was unknown how long the pump was stalled for. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).